Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved a smallbore ext set where it was reported that the tubing was wet after running the medication through medfusion line with built in filter. When flushing the medication some of the medication was escaping out of the filter through 2 small holes on the top. Unknown whether the patient received the prescribed dose. There were patient involvement and no harm reported.

Manufacturer narrative:
One used device was received for evaluation; the filter was observed to be wetted out. The reported complaint of a leak could be confirmed. The returned sample was tested and a leak was observed on the inline filter. The filter was observed to have a crack leading to the leak. The probable cause of the crack is unknown. The probable cause of the leak is from the temporary loss of hydrophobic properties during use. Lot history review could not be conducted because no lot number(s) was/were identified.